Event description:
Tissue was aspirated into the barrel and a band was deployed. After band deployment, there was tissue still attached to the esophageal wall and was intertwined in the trigger cord. The scope was pulled back to try to dislodge the trigger cord from the mucosa but the string would not let go and ended up tearing the mucosa. An endo-clip was used to repair the torn mucosa. The procedure was stopped and the device was removed from the scope. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on with test strip. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.